Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also had blood glucose level's such as 200 mg/dl and 300 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The customer reported that the led light was flashing and charger may not working. Customer did not had serial number of insulin pump right now. The insulin pump will not be returned for analysis.